Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193 implantable pacing lead (B)(6) 2004, 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that a 12 lead electrogram indicated there was pacing below the lower rate. The right ventricular (rv) lead had suspected t-wave oversensing. The rv lead is still in use. No patient complications have been reported as a result of this event.